Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a trial patient who was implanted on (B)(6) 2019 for a verify enhanced advanced evaluation (ae) for urge incontinence. It was reported that the trial patient¿s device had stopped working around 2:45 am on the morning of this report. They woke up with a strong urge to void but was unable to urinate. The patient then went back to bed and, once laying down, they had an incontinence episode as the urine just ¿flowed¿ out of them. It was unknown if there were any environmental/external/patient factors that may have led to the issue. Follow up information received from the patient, reported that the device came unplugged and the patient¿s husband plugged it back in. The patient also stated that they did not feel the stimulation and was going to increase ¿some¿. Stimulation frequently asked questions were reviewed with the patient. It was advised that they contact their clinician for the issue. There were no further complications reported or anticipated.